Event description:
Device malfunction: unknown. Time of malfunction: unknown. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, an unknown device malfunction occurred. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.